Event description:
Physician reported 2 unknown fractured rods at approximately l3 post-operatively. Revision surgery has occurred. This report captures the first of two rods.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, x-rays were provided by the rep. Upon review, it was observed that the subject rods were connected to two other rods implanted in the cervical levels. The proximal end of the subject rods appear to be fractured. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. It was reported that two rods, implanted in a long construct from c2 to the pelvis, broke approximately nine months post-operatively at level l3. As the rods were not available for evaluation, the root cause could not be determined conclusively. Non-union may have contributed to the failure. According to the rep, fusion was not achieved. Per surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. Status and location of the device is currently unknown.

Event description:
Physician reported 2 unknown fractured rods at approximately l3 post-operatively. Revision surgery has occurred. This report captures the first of two rods.